Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury is due to procedural conditions. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and successfully deployed on the mitral valve. An xt clip was then inserted, but it was observed the xtw clip had caused a perforation on the posterior leaflet. The xt clip was attempted to be implanted, but while grasping, it was observed the perforation worsened. Therefore, the xt clip was removed and the procedure was discontinued. Mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.